Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported ongoing nibp (non-invasive blood pressure) issues, where the device would give the same readings at least two times in a row. There was no reported patient impact/injury.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.